Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware parts. The fse cleaned the electrode blocks and ran enhanced clean. The fse also pro-actively replaced all electrodes, tightened the buffer syringe case and replaced all peristaltic pump tubing. The fse found some bubbles in the reference tubing between the valve and the ref block. The fse replaced the ref & buffer bulkhead fittings. The fse returned to the customer site on the 27-mar-2019. The fse found more bubbles in the reference tubing below the ref block. The fse replaced the reference valve as it had pinched wires. The fse replaced the two buffer valves (v02 & v03) and the buffer syringe. After the aforementioned actions were completed by the fse, the issue was resolved. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) results for multiple patients on the au680. The erroneous patient results were not reported out of the laboratory; thus, there was no change to patient treatment or injury associated with this event. The customer stated that the qc recovery was within the laboratory specifications.